Manufacturer narrative:
The investigation into the reported issue has been completed. The console was returned. Console logs were consistent with what was reported in the complaint. Numerous communication issues with the power battery manager (pbm) were observed in the logs. The console was tested and the reported system self check failure was able to be reproduced while testing the console on an engineering lab bench. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The biomedical engineer reported that an automated impella controller (aic) brought up a self-check failed message. The aic was immediatley changed. There was no patient involved.